Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the right pulley wire fluid damage, the ccd module fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the operation channel buckled, the suction channel buckled, the control body corroded, the receptacle corroded, the glass rod corroded, the staycoil deformed, the operation channel leak, the zoom motor malfunction, and the remote control buttons transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).